Event description:
Information received indicates the brake/steer caster is not holding when the brake is set.

Manufacturer narrative:
The technician isolated the issue to the brake/steer caster not locking, and the caster could not be adjusted. He replaced the brake/steer caster to repair the bed.